Event description:
Related manufacturer reference number: 2017865-2022-41247. It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker and right atrial lead exhibited mode switch due to noise oversensing. Programming changes were made and the patient's condition was stable.